Manufacturer narrative:
Results: visual inspection of the returned prod found one haptic torn. There was evidence of clear surgical residue. Conclusion: no conclusion can be drawn: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The rptr stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens and one haptic tore. There was no pt contact.